Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Pericardial effusion occurred the procedure was cancelled/rescheduled. It was reported that nrg transseptal needle was selected for watchman left atrial appendage closure procedure. It was reported that the procedure started with a small pericardial effusion, there was trouble crossing and had to switch from transesophageal echocardiography (tef) to intracardiac echocardiography (ice). The physician kept falling very inferior and couldn't find the tent. After successfully crossing the tee the physician noted an effusion. During attempted deployment of a 27 mm device, pressure dropped and effusion appeared to grow so the physician performed pericardiocentesis and placed a drain; however, the drain clotted and a second drain was placed. Approximately 650 ml of blood was removed, and 2 units of blood were administered. Vital signs remained relatively stable throughout the procedure. The procedure was cancelled. The product return status is unknown.